Event description:
A customer reported a past high blood glucose event with the exact value unknown as it was displayed as "high." Cause was not known. The customer took corrective action by administering a correction injection via pump and then manually through multiple daily injections. Customer to change supplies and monitor their blood glucose levels.